Event description:
On 06/08/2026, a healthcare professional reported that a glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is good. The patient presented on (B)(6) 2026 for a primary procedure on tooth #14. The patient returned on (B)(6) 2026 with complaints of pain before the second stage of surgery. Upon examination, the provider noted that the implant failed due to a fitting issue. The device was removed on (B)(6) 2026 and not replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).